Event description:
It was reported to boston scientific corporation that the patient was implanted with a boston scientific "transvaginal mesh product" (exact type unknown) during a procedure on (B)(6) 2008. According to the complainant, two years after the procedure, the patient presented with complications and symptoms (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.